Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cosmetic abdominoplasty or panniculectomy. According to the reporter: the needle broke. The needle was retrieved. Operating time was not extended longer than 30 mins. Wound dehiscence occurred.